Manufacturer narrative:
UDI - (B)(4). The valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. The possible root cause for the problem reported by the customer could be due to ¿blockage due to build-up of protein¿.

Event description:
A post-market clinical program reported that on (B)(6) 2018, the patient went to hospital due to hydrocephalus and on (B)(6) 2018, the patient received a ventriculoperitoneal shunt procedure. After the procedure, the patient recovered well and was discharged from the hospital on (B)(6) 2018. On (B)(6) 2019, the patient went to hospital again due to hydrocephalus. Then she received the revision procedure on (B)(6) 2019 to retrieve the device and changed with a new 823832. After the procedure, the patient recovered well was discharged from the hospital on (B)(6) 2019.